Manufacturer narrative:
Addr01 ipg implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited oversensing on recorded high rate episodes. The leads remain in use. No patient complications have been reported as a result of this event.